Event description:
A customer reported that before vitrectomy surgery, a system message displayed and could not be cleared. The surgery was completed by using manual fluid exchange, with no harm to the patient. Additional information was requested.

Manufacturer narrative:
The company representative examined the system and replaced the transducer pcb (printed circuit board) assembly. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).